Event description:
It was reported that pump displayed only backlight with no graphics visible, which affected ability to read the screen and interact with pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump.